Event description:
The patient reported that while following up with her physician on high impedance (reported in MFR. Report no. 1644487-2021-00357), an incorrect output current issue was noted. The patient stated that she was programmed to 2.5 ma, but her vns showed an output current of 3.8 ma. Attempts for additional information have been made; no additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.